Event description:
It was reported that the user experienced repeated dexcom g7 continuous glucose monitor (cgm) pairing failures with the ilet and replaced two sensors before completing a firmware update, after which the sensor entered warmup and the ilet subsequently received glucose readings; the user was educated on the ilet prompt to connect cgm or enter bg and was directed to dexcom for sensor replacements. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included review of device outcome reports and troubleshooting education. Investigation of this case revealed that pairing initially failed, with no device malfunction verified once the firmware was updated and cgm readings began. It was concluded, based on previously established findings for similar reports, that the cause was user-device connection issues resolved by firmware update and standard troubleshooting.

Manufacturer narrative:
Initial.